Manufacturer narrative:
Attempts have been made to obtain additional patient information; however, at this time no information has been received. The root cause could not be determined conclusively. The possible root cause could be that the vacuum was turned off by the user (by pressing the right foot switch), it caused vacuum loss and subsequently the existing suction was lost. (B)(4).

Event description:
Attempts have been made to obtain additional patient information; however, at this time no information has been received.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Additional information has been requested. (B)(4).

Event description:
A customer representative reported the loss of suction during creation of corneal flap for lasik procedure. Additional information requested.